Event description:
It was reported that during a small colon resection procedure, the device did not fire. This device was removed from the abdomen and visually inspected. No defect could be observed. The device was inserted again into the abdomen. When fired for a second time, the device failed to fire again. When the device was removed from the abdomen, it was observed that a ligaclip was lodged / stuck within the el5ml jaws. A second el5ml had to be opened in order to progress with the surgery.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. D4: batch # a9d08z. Additional information was requested and the following was obtained: "the trained scrub technician nurse who was present during this surgery within the surgical field confirmed that this el5ml was new and it was removed from its sterile packaging prior to the device exhibiting faulty actions." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation. The device was disassembled, upon disassembled evidence of corrosion was found throughout the broken area and the advancer was found bent. 7 remaining clips were found on the clip track.   The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.